Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an untreated episode with oversensing, sense b node noise, and changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options to the field. X=ray imaging provided from the field did not show any abnormalities with the system. The s-ICD remains in service and no adverse patient effects were reported.